Event description:
Left distal expandable femoral prosthesis implanted in 1996. In 1999, a portion of the implant was replaced as pt had reached skeletal maturity. In 2000, radiographs revealed that the im stem from original prosthesis had fractured, prosthesis was replaced in 2000.